Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-03741. It was reported that patient may undergo surgical intervention to replace the system for an unknown reason. Further information is currently unknown.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Evaluation codes - changed patient and device codes to reflect ineffective stimulation.

Event description:
Additional information revealed that the patient was not receiving effective therapy. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, the patient had effective therapy.